Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the capsule ruptured during insertion of a posterior chamber iol. The iol was removed and replaced with an anterior chamber lens. The association between this event and the iol is not know.